Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device would not function correctly. Another was opened to finish the case successfully. There was no reported consequence to the pt.